Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product.the device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as an unidentified (tear) opening (shell thickness whiting to spec) and observed an opening assessed as fold flaw opening anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: crease fold observed on the device. Yellow particles observed inside the device. Wear abrasion observed on the device.